Event description:
End user stated her son's screws on his joystick snapped off. End user stated she is unaware of how the incident occured but she did tighten them up two weeks prior. Stated no injuries pertaining to the incident.